Manufacturer narrative:
B2, b3: the date of event and date of death were estimated as 21 august 2022, as this was the date that the article was published. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature: article title: transcatheter closure of a patent ductus arteriosus using a piccolo duct occluder.

Event description:
The article, "transcatheter closure of a patent ductus arteriosus using a piccolo duct occluder" was reviewed. It was reported that on an unknown date, a 5-4mm amplatzer piccolo occluder was selected for implant in a 79 day old, 1.9kg patient with a patent ductus arteriosus (pda) measuring 3.7mm at minimum diameter. The patient had congestive heart failure (chf) caused by significant left to right shunt through pda. The device was attempted to plug the pda using a 4f delivery sheath, but the device failed to anchor at the defect. The next higher size of amplatzer piccolo occluder was not available at the time of procedure. The decision was made to deploy a 4-6mm amplatzer duct occluder through a 6f delivery sheath under guidance of fluoroscopy and echocardiography. There was difficulty with the delivery system at the groin and across the pda. The device was successfully implanted. Post deployment, an angiogram showed the device was fitting snuggly in the defect without any residual shunt. A mild pericardial effusion was noticed immediately after deployment of the device. On subsequent evaluation, the pericardial effusion did not progress. At 15 hours post procedure, the patient suddenly started desaturating and experienced bradycardia. Echocardiography showed the device remained in place, and there was a thin rim of pericardial effusion. Cardiopulmonary resuscitation (CPR) was attempted, but the patient could not be revived. The exact cause of death was not determined, and an autopsy was not performed. The primary author of the article was pranjit deb, cardiology, all india institute of medical sciences, bhubaneswar, bhubaneswar, india. The correspondence author of the article was ramachandra barik sr., neonatology, all india institute of medical sciences, bhubaneswar, bhubaneswar, india, and the corresponding email was cardioramachandra@gmail.com.

Manufacturer narrative:
As reported in a research article, transcatheter closure of a patent ductus arteriosus using a piccolo duct occluder. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note that per the instructions for use, "the amplatzer¿ duct occluder is a percutaneous, transcatheter occlusion device intended for the nonsurgical closure of a patent ductus arteriosus (pda)." B2, b3: the date of event and date of death were estimated as (B)(6) 2022, as this was the date that the article was published. Literature attachment: article title: transcatheter closure of a patent ductus arteriosus using a piccolo duct occluder.